Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hole was found at end of irrigation outlet of the foley catheter. Another foley catheter was inserted for the patient.

Event description:
It was reported that a hole was found at end of irrigation outlet of the foley catheter. Another foley catheter was inserted for the patient.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. No physical sample was returned, however, a photo sample as submitted. Based on the risk document a potential root cause for this event could be, "program error". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.